Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 24-jul-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten due to continuous use. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. The pump was tested for 24 hours with a one unit per hour basal setting and no alarms, overheating, or power losses were duplicated. The pump electrical current draws were within specifications. The pump case was removed to find no evidence of moisture inside the pump. The power flex and components were inspected and no defects were found. There was no evidence of the pump overheating during investigation. A battery was not returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.